Event description:
Patient encountered urinary retention following removal of foley catheter. Rn received order to place indwelling catheter for patient's inability to urinate. The catheter was placed after 2 attempts. First attempt was successful with foley placed without difficulty, but upon trying to inflate balloon, rn noted pinpoint hole in port with liquid squirting out from side of port. Defective/malfunctioning device was saved. New cath kit was obtained and foley was inserted, balloon inflated without problems. Immediate return of amber urine. Patient tolerated procedure without complications. Sterile technique was used during both attempts. Patient received flomax; his urinary retention resolved prior to discharge.